Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during a reprogramming session two electrodes 5 and 14 tested as being ¿possible shorts¿ with the impedance check. Reprogramming was done to avoid those two contacts. The patient reported to have had several falls over the last 6 to 8 months that may have contributed to the issue. It was indicated that the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.